Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. Corrected field : e1 ( initial reporter , event site email ) , d8. To address the issue, the fse replaced the pneumatic interface module (d997-00-1178) and the drive manifold assembly (d104-00-0031). In addition, the fse identified that the doppler tether was not retracting properly. To correct this condition, the tether assembly (d997-00-0596) was replaced. Following the repairs, the unit was functionally tested with no further failures or issues observed. All work was performed under maintenance service order (so# sa00244220). The cardiosave iabp passed all required safety, calibration, and functional checks in accordance with factory specifications. The service activities were completed, and the unit is fully operational and ready for clinical use. The failure analysis and testing dept received part number 0104000031 and 0997001178 with a reported unit failure of the pim and drive manifold test the fat performed a visual inspection and found the parts to be in good condition the fat installed the parts in cardiosave test fixture serial number ch322984f0 and tested the parts to factory specifications per the cardiosave service manual part number 0070000639 revision r. Both parts failed the respective tests part number 0104000031 failed with vacuum leak pressure at 688mmhg part number 0997001178 had leak pressure at 86mmhg possible cause is component reliability or wear and tear retaining the part in the failure analysis and testing department per procedure number 000207d008 rev av.

Event description:
N/a.

Event description:
It was reported by getinge fse during preventive maintenance that the cardiosave intra-aortic balloon pump (iabp) unit failed pneumatic interface module test and the drive manifold test. Tether to doppler was not retracting. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.